Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40m serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), product ID: 3387s-40, serial/lot #:(B)(4). Date of event is an approximate. Refer to manufacturer report #3004209178-2019-04734 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's therapy hasn't worked for them since (B)(6) 2015. They had adjustments several times but it hasn't done any good. The therapy hurt their memory and their tremors are real bad. They had bleeding on the left side of the brain when the leads were installed. They inquired about programming at a higher frequency. They called back asking if it was necessary to replace the lead wires in the brain if the ins is changed out. No further complications were reported or anticipated with this event.